Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The cutting wire was broken. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. ¿length of cutting wire ¿length of coated portion ¿operation of cutting wire based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The device was not protruded enough from the endoscope until the rear end of the due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the biomedical engineer that during an endoscopic retrograde colangiopancreatography using the subject device, the cutting wire was broken off on the first activation. The intended procedure was completed with another device. There was no patient injury reported.